Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter did not blink after connecting to the sensor. The sensor did not have electrode upon removal. Blood glucose was 56 mg/dl at the time of the incident. The product was not returned for analysis.